Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-may-2021. The most recent information was received on 24-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced burning sensation ("constant burning through out the body as well as on the soles of the feet"), tongue spasm ("cramp in the tongue and throat"), oropharyngeal spasm ("cramp in the tongue and throat"), asphyxia ("suffocation"), ear pain ("earache"), tinnitus ("onset of tinnitus"), musculoskeletal stiffness ("locked neck overnight"), tendonitis ("constant sensation of tendonitis in the elbows, fingers and sides"), abdominal pain upper ("severe stomach ache"), alopecia ("substantial hair loss"), eye pruritus ("itchy eyes"), feeling abnormal ("brain fog when a lot of people are around ") and oesophageal pain ("oesophageal burning"), 1 year 10 months after insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced depression ("depression") and fibromyalgia ("symptoms of fibromyalgia"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, burning sensation, tongue spasm, oropharyngeal spasm, asphyxia, musculoskeletal stiffness, tendonitis, abdominal pain upper, alopecia, eye pruritus, depression and fibromyalgia outcome was unknown and the ear pain, tinnitus, feeling abnormal and oesophageal pain had not resolved. The reporter provided no causality assessment for abdominal pain upper, alopecia, asphyxia, burning sensation, depression, ear pain, eye pruritus, feeling abnormal, fibromyalgia, medical device removal, musculoskeletal stiffness, oesophageal pain, oropharyngeal spasm, tendonitis, tinnitus and tongue spasm with essure. The reporter commented: she was no longer able to play sports or work on certain days because of the pain. She was also experiencing loss of sleep due to pain, and ended up at a pain clinic. Two years after removal of the devices, an improvement has been observed and she was slowly recovering. Her condition remained fragile, emotionally too. She went back to work but now cannot stand noise and people. Measures taken at the healthcare facility to treat the patient: had 3 years of medical time off, saw 8 specialists and had about a dozen tests. A real downward spiral in terms of pain, and was told that she had depression with symptoms of fibromyalgia. The consumer cannot get back to the state of health or energy levels she had previous to having the essure inserted. Period of onset: early 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48 kgs. X-ray of pelvis and hip - on (B)(6) 2019: millimetric formation, measuring 1.6 mm, related to the after-effects of essure. No detectable anomaly on this follow-up. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced burning sensation ("constant burning through out the body as well as on the soles of the feet"), tongue spasm ("cramp in the tongue and throat"), oropharyngeal spasm ("cramp in the tongue and throat"), asphyxia ("suffocation"), ear pain ("earache"), tinnitus ("onset of tinnitus"), musculoskeletal stiffness ("locked neck overnight"), tendonitis ("constant sensation of tendonitis in the elbows, fingers and sides"), abdominal pain upper ("severe stomach ache"), alopecia ("substantial hair loss"), eye pruritus ("itchy eyes"), feeling abnormal ("brain fog when a lot of people are around ") and oesophageal pain ("oesophageal burning"), 1 year 10 months after insertion of essure. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced depression ("depression") and fibromyalgia ("symptoms of fibromyalgia"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, burning sensation, tongue spasm, oropharyngeal spasm, asphyxia, musculoskeletal stiffness, tendonitis, abdominal pain upper, alopecia, eye pruritus, depression and fibromyalgia outcome was unknown and the ear pain, tinnitus, feeling abnormal and oesophageal pain had not resolved. The reporter provided no causality assessment for abdominal pain upper, alopecia, asphyxia, burning sensation, depression, ear pain, eye pruritus, feeling abnormal, fibromyalgia, medical device removal, musculoskeletal stiffness, oesophageal pain, oropharyngeal spasm, tendonitis, tinnitus and tongue spasm with essure. The reporter commented: she was no longer able to play sports or work on certain days because of the pain. She was also experiencing loss of sleep due to pain, and ended up at a pain clinic. Two years after removal of the devices, an improvement has been observed and she was slowly recovering. Her condition remained fragile, emotionally too. She went back to work but now cannot stand noise and people. Measures taken at the healthcare facility to treat the patient: had 3 years of medical time off, saw 8 specialists and had about a dozen tests. A real downward spiral in terms of pain, and was told that she had depression with symptoms of fibromyalgia. The consumer cannot get back to the state of health or energy levels she had previous to having the essure inserted. Period of onset: early 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). X-ray of pelvis and hip - on (B)(6) 2019: millimetric formation, measuring 1.6 mm, related to the after-effects of essure. No detectable anomaly on this follow-up. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.